Manufacturer narrative:
(B)(4). It was reported that a patient underwent an atrial fibrillation procedure with a lasso® 2515 nav eco variable catheter and the catheter lost the ability to open and contract the loop, which is indicative of a non MDR reportable event. Replacing the catheter resolved the issue. The procedure was completed without patient consequence. However, bwi followed up to clarify the event and it was informed that the catheter loop was stuck in full contracted position with full tension. The device was removed without difficulty and no signs of physical damage were observed in the product. Furthermore, a fast cath 8.5fr sl 1 sheath was used. This event is being reported because contraction stuck in the catheter could potentially cause vessel or cardiac structure damage during forceful withdrawal. The bwi failure analysis lab received the device for evaluation. Upon received the catheter looks in normal conditions. Per the reported complaint the catheter was tested for deflection and contraction test. Catheter fail contraction test. It was found that the contraction puller wire was found detached from puller wire slug after the investigation it was confirmed that the raw material involve on this mechanism ferrule and puller wire are within spec. The process capability of the crimping machine are within the control limits, the root cause of this detachment can't be determine the device history record (DHR) was reviewed and no anomalies were found. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint was confirmed. It is unknown the contraction puller wire came out of the ferrule. No significant trends has been identify a this time.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. As lot # 17147875l was provided, the device history record(s) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Contact office and manufacturing site should reflect: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a lasso&#59442;515 nav eco variable catheter and device contraction got stuck. Replacing the catheter resolved the issue. The procedure was completed without patient consequence. Bwi followed up to clarify the event and it was informed that the catheter loop was stuck in full contracted position with full tension. The device was removed without difficulty and no signs of physical damage was observed in the product. Also, a fast cath 8.5fr sl 1 sheath was used. This event is being reported because contraction stuck in the catheter could potentially cause vessel or cardiac structure damage during forceful withdrawal.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).